Manufacturer narrative:
Complaint conclusion: upon opening, a package containing a brite tip sheath, it was reported that the physician found a foreign material like hair inside the package. The product was not clinically used and another unknown sheath was used to successfully finish the procedure. The brite tip sheath was being used in combination with an exoseal vascular closure device to obtain hemostasis. It was reported that the integrity of the sterile pouch was not compromised and the device was stored according to the IFU. No damage was noted to the actual device. A non sterile si brite tip 6f 11cm str tray package was received inside a transportation bag identified as lot number 15897014; catalog 401611m. The received tray package was observed opened and containing a non sterile cannula sheath introducer, a non sterile vessel dilator and a non sterile mini guide wire. Per visual analysis, a hair like foreign material was found. No other anomalies found on the components received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the hair found in the package could not be conclusively determined during analysis due to the condition of tray package non sterile open as received. The complaint reported by the customer as ¿endovascular vascular access-packaging/pouch/box-foreign material-in sterile package¿ was confirmed since a hair was found in the received package. However, the exact cause of the hair found in the package could not be conclusively determined during analysis due to the package being open upon receipt. In addition, controls are in place to prevent this type of failure from leaving the facility. Neither the analysis performed nor the DHR review suggests that the failure experienced by the customer could be related to the manufacturing process so no corrective action will be taken at this time.

Event description:
As reported by the affiliate, when the physician opened a package of brite tip sheath, the physician found a foreign material like hair inside the package. The physician stopped using it and the other sheath was used instead. The procedure finished successfully. The product was not clinically used. And it will be returned for analysis.

Manufacturer narrative:
Additional information: the intended procedure was hemostasis with the exoseal. The integrity of the sterile pouch was not compromised. The device was stored according to the IFU. There was no damage noted to the actual device. And the physician found the hair-like foreign material after opening the sterile pouch. There is no info on the brand and size sheath used to complete the procedure. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.